Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and the pump touch screen was cracked and no longer functional. The customer's blood glucose level was 113 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.